Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The event occurred three or more hours after insertion. The insertion site was abdomen. Patient replace supplies as necessary and resume insulin. No further information available.